Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. The pt's generator is not at end of service. It is unk if there was any pt manipulation or trauma at the device site that could have contributed to the reported event. It is unk when the diagnostic tests results on the pt's vns device were within normal limits. X-rays views were taken to assess the integrity of the system. Review of the x-ray views of the device by the pt's physician did not reveal any anomalies that could have contributed to the reported high lead impedance event. The pt was referred to a surgeon and revision surgery is likely. Good faith attempts to obtain x-ray views for assessment and add'l info regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.